Event description:
At approx. 3:00 p.m. On the above date, technicians at smc, were in the process of changing the collimator on the dsx. The patient was still on the table. Table was in tomo position and not pulled to full extended position. Qa technician started the gantry motions via console control, meanwhile another technician was attempting manual gantry motions via hand control. The gantry rotating clockwise, struck the patient on the right shoulder causing a bruise. Patient refused x-ray of shoulder.